Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that a stent struts on the 5th proximal row was lifted and pulled in distal direction. The undamaged section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50x16mm promus premier¿ stent was advanced to treat the lesion. The device was repeatedly inserted and removed through the sheath and guide catheter as the device failed to cross the lesion. The lesion was then pre-dilated with an emerge­¿ balloon catheter. However, it was noted that during third insertion that the stent struts had lifted. The procedure was completed with a another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50x16mm promus premier¿ stent was advanced to treat the lesion. The device was repeatedly inserted and removed through the sheath and guide catheter as the device failed to cross the lesion. The lesion was then pre-dilated with an emerge­¿ balloon catheter. However, it was noted that during third insertion that the stent struts had lifted. The procedure was completed with a another of the same device. No patient complications were reported.